Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l pr green 355c ssl plunger rod dimensions were off. This occurred on 21 occasions before use. The following information was provided by the initial reporter: during packaging of filgrastim injection product the operator notice 16 plunger rods defected components with short moulding.